Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a chronic urinary tract infection and temporarily stopped using foley catheter. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow-up via phone on 28jul2022, the patient reported that they had had chronic urinary tract infections for years before they started using a catheter. Due to the urinary tract infection, placement can be painful and they were currently working with their doctor to find something to manage the pain and they were holding off on using catheters until that time.

Event description:
It was reported that the patient had a chronic urinary tract infection and temporarily stopped using foley catheter. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow-up via phone on (B)(6) 2022, the patient reported that they had had chronic urinary tract infections for years before they started using a catheter. Due to the urinary tract infection, placement can be painful and they were currently working with their doctor to find something to manage the pain and they were holding off on using catheters until that time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿patient sensitivity to materials ¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.